Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had migrated to endometrial canal on through her myometrium into her endometrium/malpositioned essure coils'), embedded device ('essure coils were identified to be embedded within the scarred endometria and myometriuml canal'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('heavy menstrual bleeding/menstrual periods with abnormally heavy or prolonged bleeding') in an adult female patient who had essure (batch no. 22843-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping during her menstrual cycle") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced coital bleeding ("vaginal bleeding after intercourse/spotting as a result of intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine adhesions ("uterine synechiae"), uterine scar ("scar tissue"), ovarian enlargement ("left ovary was enlarged") and pelvic fluid collection ("fluid in the pelvis"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, uterine haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, coital bleeding, uterine adhesions, uterine scar, ovarian enlargement and pelvic fluid collection outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, embedded device, menorrhagia, ovarian enlargement, pelvic fluid collection, urinary tract infection, uterine adhesions, uterine haemorrhage, uterine perforation and uterine scar to be related to essure. The reporter commented: essure procedure- left ostia- 3coils, right ostia- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: pathology results were negative, but indicted patient had menorrhagia. Ultrasound pelvis - on (B)(6) 2018: coils had migrated to endometrial canal on through her myometrium into her endometrium. Lot number reported 22843 is inv. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('coils had migrated to endometrial canal on through her myometrium into her endometrium/malpositioned essure coils'), embedded device ('essure coils were identified to be embedded within the scarred endometria and myometriuml canal'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('heavy menstrual bleeding/menstrual periods with abnormally heavy or prolonged bleeding'). In an adult female patient who had essure (batch no. 22843), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping during her menstrual cycle") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced coital bleeding ("vaginal bleeding after intercourse/spotting as a result of intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine adhesions ("uterine synechiae"), uterine scar ("scar tissue"), ovarian enlargement ("left ovary was large") and pelvic fluid collection ("fluid in the pelvis"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, uterine haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, coital bleeding, uterine adhesions, uterine scar, ovarian enlargement and pelvic fluid collection outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, embedded device, menorrhagia, ovarian enlargement, pelvic fluid collection, urinary tract infection, uterine adhesions, uterine haemorrhage, uterine perforation and uterine scar to be related to essure. The reporter commented: essure procedure, left ostia: 3 coils, right ostia: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium: on (B)(6) 2015, pathology results were negative, but indicted patient had menorrhagia; ultrasound pelvis: on (B)(6) 2018, coils had migrated to endometrial canal on through her myometrium into her endometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: lot number added. Event: embedded within the scarred endometrial added, reporters, patient demographic conditions and rcc note were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("coils had migrated to endometrial canal on through her myometrium into her endometrium/malpositioned essure coils"), embedded device ("essure coils were identified to be embedded within the scarred endometria and myometriuml canal"), abnormal uterine bleeding ("abnormal uterine bleeding") and heavy menstrual bleeding ("heavy menstrual bleeding/menstrual periods with abnormally heavy or prolonged bleeding") in an adult female patient who had essure inserted (lot no. 22843-inv) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), dysmenorrhoea ("cramping during her menstrual cycle") and urinary tract infection ("urinary tract infection"). In 2014 she experienced abnormal uterine bleeding (seriousness criteria medically important and intervention required). In 2018 she experienced coital bleeding ("vaginal bleeding after intercourse/spotting as a result of intercourse"). Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), uterine adhesions ("uterine synechiae"), uterine scar ("scar tissue"), ovarian enlargement ("left ovary wasenlarged") and pelvic fluid collection ("fluid in the pelvis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and ablation on (B)(6) 2015). At the time of the report, none of the outcomes for these events were known. The reporter considered abnormal uterine bleeding, coital bleeding, dysmenorrhoea, embedded device, heavy menstrual bleeding, ovarian enlargement, pelvic fluid collection, urinary tract infection, uterine adhesions, uterine perforation and uterine scar to be related to essure administration. The reporter commented: essure procedure- left ostia- 3coils, right ostia- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2015: pathology results were negative, but indicted patient had menorrhagia. [Ultrasound pelvis] on (B)(6) 2018: coils had migrated to endometrial canal on through her myometrium into her endometrium. Lot number reported 22843 is inv. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2022: no new clinical significant information received (significant cycle due to imdrf-FDA synchronization). After internal review, the event abnormal uterine bleeding was assessed as listed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had migrated to endometrial canal on through her myometrium into her endometrium'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('heavy menstrual bleeding/menstrual periods with abnormally heavy or prolonged bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping during her menstrual cycle") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced coital bleeding ("vaginal bleeding after intercourse/spotting as a result of intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine adhesions ("uterine synechiae"), uterine scar ("scar tissue"), ovarian enlargement ("left ovary was enlarged") and pelvic fluid collection ("fluid in the pelvis"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, uterine haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, coital bleeding, uterine adhesions, uterine scar, ovarian enlargement and pelvic fluid collection outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, menorrhagia, ovarian enlargement, pelvic fluid collection, urinary tract infection, uterine adhesions, uterine haemorrhage, uterine perforation and uterine scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: pathology results were negative, but indicted patient had menorrhagia. Ultrasound pelvis - on (B)(6) 2018: coils had migrated to endometrial canal on through her myometrium into her endometrium. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coils had migrated to endometrial canal on through her myometrium into her endometrium/malpositioned essure coils'), embedded device ('essure coils were identified to be embedded within the scarred endometria and myometriuml canal'), uterine haemorrhage ('abnormal uterine bleeding') and menorrhagia ('heavy menstrual bleeding/menstrual periods with abnormally heavy or prolonged bleeding') in an adult female patient who had essure (batch no. 22843-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("cramping during her menstrual cycle") and urinary tract infection ("urinary tract infection"). In 2014, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced coital bleeding ("vaginal bleeding after intercourse/spotting as a result of intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine adhesions ("uterine synechiae"), uterine scar ("scar tissue"), ovarian enlargement ("left ovary wasenlarged") and pelvic fluid collection ("fluid in the pelvis"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, uterine haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, coital bleeding, uterine adhesions, uterine scar, ovarian enlargement and pelvic fluid collection outcome was unknown. The reporter considered coital bleeding, dysmenorrhoea, embedded device, menorrhagia, ovarian enlargement, pelvic fluid collection, urinary tract infection, uterine adhesions, uterine haemorrhage, uterine perforation and uterine scar to be related to essure. The reporter commented: essure procedure- left ostia- 3coils, right ostia- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: pathology results were negative, but indicted patient had menorrhagia. Ultrasound pelvis - on (B)(6) 2018: coils had migrated to endometrial canal on through her myometrium into her endometrium. Lot number reported 22843 is invalid. Most recent follow-up information incorporated above includes: on 9-feb-2021: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.